Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of handle cannula detachment of device or device component. Block h10: the returned trapezoid rx basket was analyzed, and it was observed that the handle cannula was detached; the device returned with the handle separated from the working length. The working length and the cannula did not return. Additionally, the dimensional test verified that the depth of the screws was within the allowed tolerance, and the x-ray performed indicates that the screws were in good condition. No other issues were noted. The reported event was confirmed. Based on all available information, it is possible that the technique used, the tortuosity found during the procedure or the patient's anatomical conditions may have affected the functionality of the device that contributed to the event. The separation of the working length from the handle suggests that it was removed due to the complication found during the procedure. Therefore, the most probable root cause for the investigation findings is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone; however, the handle cannula detached and wasn't connected to the basket anymore. An olympus basket was used to retrieve the basket and the stone and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone; however, the handle cannula detached and wasn't connected to the basket anymore. An olympus basket was used to retrieve the basket and the stone and completed the procedure. There were no patient complications reported as a result of this event.